Event description:
It was reported that the tip of a micro guide catheter (used with the frontrunner cto catheter) broke off into the patient. The ¿dark part of the tip¿ separated. An attempt was made to snare it; a stent was placed to cover the tip of the device. There was no patient injury reported. The patient is currently in stable condition and went home. Resistance was met while advancing the device over a non-cordis guidewire. Excessive force/torquing was required to advance the catheter. Resistance was met while withdrawing the device. The device did not kink in the area of separation. The device will not be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion had severe calcification and no documented tortuosity. The rate of stenosis was 100% (cto). No anomalies were noted to the device when removed from the package or during prep. The catheter was wiped down or emerged in heparinized saline prior to use. The device was not resterilized.

Manufacturer narrative:
This is the initial and final report for this device. The gender of the patient is unknown. Complaint conclusion: it was reported that the tip of a micro guide catheter (used with the frontrunner cto catheter)¿ broke off into the patient¿. The ¿dark part of the tip¿ separated. An attempt was made to snare it; however, ultimately a stent was placed over the tip against the vessel wall. The patient is currently in stable condition and went home. Resistance was met while advancing the device over a non-cordis guidewire. Excessive force/torquing was required to advance the catheter. Resistance was met while withdrawing the device. The device did not kink in the area of separation. The target lesion was the superficial femoral artery (sfa). The lesion had severe calcification and no documented tortuosity. The rate of stenosis was 100% (cto). No anomalies were noted to the device when removed from the package or during prep. The catheter was wiped down or emerged in heparinized saline prior to use. The device was not resterilized. The device will not be returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The micro guide catheter xp (mgc) accessory is to be used with the frontrunner xp cto catheter. The frontrunner xp cto catheter is intended to facilitate the intraluminal placement of conventional guide wires beyond stenotic lesions (including chronic total occlusions) in the peripheral vasculature prior to further percutaneous intervention. The IFU contains the following precautions: torquing the mgc excessively may cause damage to the product. Withdraw the mgc if it becomes kinked, or if binding occurs between the mgc and frontrunner xp catheter (fr-xp). Do not advance or torque the mgc unless the distal end is supported by the fr-xp. If strong resistance is felt during manipulation, determine the cause of the resistance before proceeding further. If the cause cannot be determined, withdraw the mgc. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.